Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped 50%. The customer was unable to provide further information regarding the reported event. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.